Event description:
It was reported that the patient was experiencing abdominal pain following the initial implantable pulse generator (ipg) implant procedure. It was confirmed that the pain was not device related. No further information could be obtained despite good faith efforts.